Event description:
In (B)(6) 2006 implanted. In 2007, breast implant illness started. Started with a pinched nerve c7. Diagnosed ¿wit¿ c7 radiculopathy with no indication of it being form my neck or spine. No findings other than positive emg. Chronic pain, fatigue, and inflammation. In 2012, diagnosed with fibromyalgia. In 2017 diagnosed with arthritis. Chronic neck and back pain. In 2015, showing neck spasms in my MRI. Weight gain, early menopause started in 2016. Have been struggling with this over ten years. My doctors gave up because all MRI¿s are clear other than the left hand now showing arthritis. Anything with neck and back shows muscle spasms and scoliosis in thoracic but otherwise nothing shows a pinched nerve. Positive emg for c7. Chronic pain in joints. Muscles, neuropathy and left breast affected by pinched nerve as well. Depression, anxiety, chronic uti, autoimmune, peri menopausal, chronic migraines, chronic allergies. Chronic health decline. FDA safety report ID # (B)(4).